Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Suspected cause was due to the customer¿s personal profile requiring adjustments. Bg was addressed via manual injection. A healthcare professional updated the correction factor for the customer to address the event.